Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (r)a lead exhibited noise oversensing. No programming changes made were reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.